Manufacturer narrative:
The outcome of the event is reported as "unk". Analysis reply: product: (B)(4). Lot#: 08l07s. Needle conclusion: batch history from final qc- release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for resistance to breakage. During testing it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this complaint. Eval summary: needle conclusion: batch history from final qc-release examined. During testing it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this complaint. No abnormalities relating to the observed problem were found.

Event description:
Broken needle in the abdomen [device breakage]. Case description: novofine class iia. This spontaneous case from (B)(6) was reported by a pharmacist as "broken needle in the abdomen" and concerns a (B)(6) female pt using novofine 31g-6mm (needle; subcutaneous use) from an unk date and ongoing for device therapy. Pt's height: (B)(6). Medical history includes type I diabetes mellitus. On (B)(6) 2010 the pt tried to inject unk product with novofine 31g 6mm needle twice, but both times the needle broke and a part of one of both needles remained in her abdomen. She visited her general practitioner and had it removed. The pt uses one needle per day. Novo fine was stored according to recommendations. The pt was doing the injection herself at the time of the event. The pt had not experienced this problem previously with the same device. The pen used is a re-usable pen for the delivery (type not reported).